Event description:
Too many to name; I have sientra silicone breast implants. My surgery was done in (B)(6) 2014. A few months later, my vision became blurry, constant headaches, joint pain, sore chest, itchy skin, rashes, fatigue, bloatedness, tingling in arms and legs, and I know I'm missing some. I got a CT scan because I thought my blurry vision may have been a brain tumor or something. I was extremely athletic and energetic before my implants. Now, I am constantly tired, sick, depressed, and can't wait to have them removed. I know thousands of other woman that have these same symptoms. We are banding together because something needs to be done. These implants are taking people's livelihood and health away from them. They never should have ever been approved in the first place. FDA safety report ID # (B)(4).